Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc failed to boot up. The fse identified that the cmos battery voltage was low of the flexvison pc. The fse replaced the cmos battery of the flexvison pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that system boot up stopped when the counter reached 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.